Manufacturer narrative:
On 24-aug-2023, the product investigation was updated to include a secondary potential cause is that a small skin incision size relative to the sheath can be a factor to this event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the device could not be introduced into the patient. It was initially reported by the customer that it was impossible to introduce the sheath in the vein. Device replacement occurred. There was no patient consequence reported. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation on 10-aug-2023. A visual inspection evaluation of the returned device was performed following bwi procedures. The evaluation has been completed visual analysis revealed that the soft tip was bumped; however, no other anomalies or damage were observed on the sheath. The device was inspected and no rough conditions were found. A device history record was performed for the finished device batch number, and no internal actions were identified. No rough conditions were observed however, the bump on the tip could be related to the issue reported; therefore, the customer complaint was confirmed. The damage on the tip could be related to the guidewire leading the dilator to exit thru the sheath¿s distal vent holes during the procedure; however, this cannot be conclusively determined. It should be noted that the product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the device could not be introduced into the patient. It was initially reported by the customer that it was impossible to introduce the sheath in the vein. Device replacement occurred. There was no patient consequence reported.